Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7.

Event description:
It was reported that the patient had received medical attention with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 48 mg/dl while wearing the pod for longer than 48 hours. The patient reports they were driving and had lost consciousness. The ambulance was called due to the patient was disoriented. Upon arrival of emergency medical services, the patient was treated with intravenous dextrose as well as glucose gel. The patient reports their dexcom reading had not dropped to below 70 mg/dl. The patient has continued to wear the pod. The patient did not go to the hospital.